Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss in stimulation. Reportedly, the patient has not charged in more than 30 days. It was also reported the patient experienced a fall approximately 2 months ago. As a result, the ipg was replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Method, results, and conclusion codes have been added.